Manufacturer narrative:
It was reported that a spare device was available for use. There were no injuries, medical intervention or required prolonged hospitalization. Device evaluation: the actual device was received and evaluated. Reliability engineering evaluated the device. A functional and visual assessment revealed that the lock bushing was damaged and would not lock. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the angle attachment device would not attach to the motor. The reporter stated that the event did not occur during surgery, however, the exact date of the reported condition was not determined. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.